Event description:
It was reported that (1) atw35 was used during an unknown procedure. It was reported by the affiliate that the device locked out. Opened another device to complete the case. There was no consequence to patient.